Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were charging the implanted neurostimulator(ins) and the ins started at 80% and after 45 min the controller showed an rm06 error message, the controller was still showing 100% and the ins went from 80-70%. Agent had patient(pt) remove the battery pack and clean the connectors. Agent had pt put the battery back in and confirmed the controller is 100% and the implant is 70% agent had pt clean the recharger(rtm) connectors with a clean cloth and plug the rtm back in. Pt then states it takes a long time to charge the ins , when they are charging the ins the rtm paddle and relay box get very hot. Agent sent request to repair to replace the rtm. Pt states they have sent many items back to medtronic in the past.

Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.